Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified significant damage about the implant threads and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth 36 (fdi) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/18; breakage; page 3 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 61851293. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61851293) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that the implant fractured at the neck portion and was removed.